Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there was a broken needle inside the device. This was noticed during reprocessing. There was no harm for patient, operator or third party reported. Update 13-apr-26: further information was provided that an arthrex needle broke during a meniscal root reinsertion surgery on (B)(6) 25. The broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new scorpion device. It was not necessary to switch the surgical technique or do a second surgery.